Event description:
A pop was felt on the hohmann and the tip was inspected and looked like it had broken at some time. The c-arm was brought in to see if there was a fragment in the soft tissues and there was not. It was assumed that the tip of the hohmann had either broken off previous to this case or possibly the fragment was small and might have been sucked up in the suction. Further c-arm images were made after the implant was removed and no metallic fragments were noted in the arm.feel it was due to normal wear and tear.